Event description:
Caller reported accidentally delivering excessive insulin while completing the fill tubing step while connected to the pump. This incident led to a drop in blood glucose levels, with a recorded value of 47 mg/dl. The caller consumed carbohydrates to address the low blood glucose levels and was advised by cts to always follow pump screen prompts to avoid accidental over-delivery. While no third-party assistance was required, cts recommended monitoring blood glucose and suggested follow-up with healthcare providers if necessary. Caller acknowledged understanding of the advice and was alert and consuming carbohydrates at the time. If the blood glucose continued to drop, they would consider visiting the emergency room.